Event description:
Info received indicates the head hi/low function is drifting down intermittently. Sometimes the drift is slow.

Manufacturer narrative:
The technician checked all operations for head hi/low drifting. He bled the cylinder and checked all the linkage, waited 30 minutes and the cylinder drifted over halfway from the raised position. The technician replaced the head hi/low cylinder to repair the stretcher.